Event description:
It was reported there was difficulty establishing telemetry with linq during implant. A different rf (radio frequency) head was used, the programmer was power cycled, and communication proceeded normally. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head will not interrogate. The rf head also failed uplink functional test; rf head cable replaced to resolve issue. The top case lens was found broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).